Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the reported issue. Visual inspection revealed the lower right portion of display was physical damage. The touch screen command was intermittent around the physically damaged area. (B)(4) replaced the ptv lcd display. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the unit's screen was unresponsive to commands. It is unknown at this time whether there was any patient involvement associated with this complaint.